Manufacturer narrative:
According to the customer, "I had multiple falls from the issues with the rollator. The tread on wheels is coming off (front wheels), the front bar is broken off at welding point, and the screws on handles are stripped from consistent use. I use it daily to walk. After my fails, I received 8 hairline fractures and I am now wearing a boot". According to the customer, I got the rollator august of last year from medline as a replacement for a previous device. The device is available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "I had multiple falls from the issues with the rollator."